Manufacturer narrative:
The customer could not provide batches nor samples for the originally claimed tubes with which they experienced claimed issue. This portion of the alleged malfunction cannot be determined. Received 1rk of 455071p/b2302337 and 23pcs of 455092/b220638b for evaluation. Received customer picture. We have no remaining inventory of these material/batches. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported error. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples. The alleged malfunction could not be duplicated.

Event description:
The customer advised of fibrin remaining in the tubes after inverting gently as directed and allowing to clot 30+ minutes prior to centrifugation. The customer advised they tried repeat centrifuging, but blood is still streaked thru the serum separator. Test tubes are allowed to clot for 30 minutes and are always stored upright during clotting. The tubes are centrifuged within 2 hours of collection. The centrifugation is performed on the new drucker centrifuge. Tubes are filled appropriately to the fill mark on the tube. The phlebotomist gently inverts the sample 8 - 10 times post venipuncture.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.